Manufacturer narrative:
(B)(4). Batch # m54r2h. Additional information was requested and the following was obtained: who fired device: --- the doctor did. What is his/her experience with device: --- the doctor is familiar with the device. What approximate glove size does the individual wear: --- no information. Was the device fired plastic to plastic: --- no information. What is meant by rerelease the safety: --- the doctor felt the safety was difficult to be unlocked. Was the indicator within the green zone: --- the sales rep said that the doctor didn¿t know if the indicator was within the green zone. The analysis results found that the cdh29a device arrived with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition there were no staples present in the device and the breakaway washer was uncut and indented, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lap anterior resection, it was found that the target tissue could not be cut half and all deployed staples were unformed after firing between the colon and the rectum. The target tissue was thick. Artificial anus was created. When the anvil was observed after the operation, it was found that the donuts had not been created. The doctor commented that it had been hard to rerelease the safety prior to firing. It was unknown whether the indicator was within the green zone at the firing.